Manufacturer narrative:
Bec customer technical support (cts) asked the customer to check for cracked reagent cartridges, but none was reported by the customer. The customer also did not see leaks coming from the reagent probes. On (B)(6) 2011, bec field service engineer (fse) performed service on the instrument. The fse inspected the reagent carousel and surrounding areas. The fse cleaned some foamy and some crystalline substances which seemed to be diluted wash concentrate, but could not find the source of the leak. The customer was to monitor. The fse verified the repair per established procedures. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported a fluid leak on unicel dxc 600 pro synchron clinical system. The customer noticed a pool of clear fluid under the lower reagent carousel, and also an evidence of leaking on the upper reagent carousel which was soapy clear fluid. The customer could not tell the source of the leak. Msds was reviewed, and the facility has exposure control plan. Medical attention was not sought, and there was no effect to patient or user.